Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and the insulin pump had an insulin flow blocked alarm. The customer's blood glucose value was 328 mg/dl. The customer's other blood glucose value was 360 mg/dl. The customer was assisted with troubleshooting. The customer informed that the tubing was not bent or kinked. The customer stated that they have tried all remedies and changed the infusion set and the reservoir but still has the same problems. The customer had not tried different cannula lengths. The customer was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.